Event description:
Patient called stating no audible heard on alarms or errors after troubleshooting. After resting device audibles were heard. Self test passed and all other functions seem to be in working order.